Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t wave oversensing. At the point of detection for the event in question, the morphology and amplitude change significantly. Some undersensing was observed as the amplitude was so small. Technical services (ts) noted the rhythm appeared to be a bundle branch block. A shock was delivered in which the morphology did not change. A second charge started however the rhythm converted during the charge and the second shock was diverted. The presenting subcutaneous electrocardiogram (s-ECG) currently shows secondary vector has returned to normal amplitude and morphology. This patient was sitting in their recliner while this occurred. Ts noted no real programming changes to consider but to possibly increase smart charge. This s-ICD remains in service. No adverse patient effects were reported.